Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/05/2019. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure. Please clarify the date of the index surgical procedure. Name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient current status?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch kjm001, mfg date: 08/01/2016, exp date: 07/31/2021; batch kk6264, mfg date: 09/08/2016, exp date: 08/31/2021; batch kkz999, mfg date: 09/08/2016, exp date: 08/31/2021; batch kkz986, mfg date: 09/08/2016, exp date: 08/31/2021. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report to review which layer of tissue the suture was used? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product? Quality complaint investigation?

Event description:
It was reported that a patient underwent repair of open rupture of right achilles tendon on (B)(6) 2017 and suture was used. The suture was placed interrupted peripheral to sew the achilles tendon. On (B)(6) 2018 the patient experienced infection with peripheral abscess on right achilles tendon. The patient underwent vsd irrigation and drainage. The hospital reported that around 4cm of suture was not absorbed. The patient has been discharged. Additional information has been requested.